Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, scissoring occurred at the firing. The deployed malformed clip was removed from the patient and another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.